Event description:
It was reported that stent damage occurred. The target lesion was located in the right common iliac artery. A 9x80x120 epic vascular stent was advanced for treatment. However, during procedure, it was noted that the stent seemed to foreshorten by at least 20 mm. There were no patient complications nor injuries reported. It was further reported that the device was not removed and the procedure was completed by using additional stent to cover the stenosed area.

Event description:
It was reported that the stent foreshortened. A 9mm x 80mm x 120cm epic self expanding stent was selected for use to treat a lesion in a non-tortuous right common iliac artery. During stent deployment, the stent foreshortened 20mm from its stated length. The procedure as completed without any patient complications.